Event description:
It was reported that " after the second clip, the metalsheet twisted and the clips jammed."

Manufacturer narrative:
The device is being investigated by the quality engineer. When I receive the final investigation report, it will file a supplemental report.